Manufacturer narrative:
Analysis found that the analyzer's input/output connector terminal was loose. The analyzer passed all incoming functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer's cable connection was broken. The programmer and analyzer have been returned for service. There was no patient involvement.